Manufacturer narrative:
A replacement power cord was shipped to the customer. In follow-up discussions with the customer, she indicated that with the original power cord she did not see a fire or spark, but that there was melting at the point where the cord meets the transformer and she confirmed that "wire shot out the back of melted plastic." The customer indicated that she would return the original power cord, but it has not yet been received. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. Should the product become available, an eval will be performed and a supplemental medwatch submitted at that time if applicable. (B)(4), approved on (B)(4) 2010, has been initiated for pump in style transformer overheating/melting issues. Any additional follow up actions will be established as a result of the CAPA process.

Event description:
The customer reported that while she was using her pump, the power cord sparked and a wire shot out of the back of the transformer.